Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Self test was not passed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w ver 4.11d. Retainer = black. Case type - ngp. The customer returned the pump for alleged pump error 63 alarm during the self test which was not recorded in the pump alarm history found on 6/9/2022. Successfully downloaded the trace and history files using thus. The pump passed the displacement test however, the pump alarmed pump error 63 during the self test. The pump was downloaded again to capture the (linenumber, filenumber, and variable #) of the pump error 63 alarm that was triggered during the self test. A review of the pump history file reveals a pump error 63 (line # 367; file # 37; variable # 03) alarm occurred on 6/9/2022 at 09:59 (event date) and on 1/30/2023 at 11:45 (testing date) due to an ambient light test failure. Both failures were properly recorded in the pump alarm history. The pump was cut open for a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. Pump error 63 alarm is due to a broken trace at pin 6 (sda) u1 on the keypad assembly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 63 alarm is confirmed due to a broken trace at pin 6 (sda) u1 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.